Event description:
It was reported the programmer could not interrogate patient. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; unable to interrogate with a known good rf (radio frequency) head. One of the standoffs between the lem (link electronic module) and mpu (main processor unit) printed circuit board assemblies was not installed correctly, causing the lem board to bend and not make appropriate contact with the mpu board.